Event description:
The dental implant fx4510swc was removed on (B)(6) 2019 due to failure to osseointegrate 1 month after implantation. The patient has history of tobacco use, hypertension, and diabetes. The doctor noted periodontal diseased during explantation. The patient has recovered without complications.